Event description:
The customer reported erroneous erratic patient results were generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium), cl (chloride) and calibration issue post pm (preventive maintenance) on their au481 (au481-10e chemistry analyzer, part number b96693 and serial number (B)(4)). There was no report of change to patient treatment or management in connection with this event. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
The beckman coulter internal identifier for this event is (B)(4). The customer did not provide patient demographics information such as age, date of birth, gender, weight, ethnicity or race. Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer. Fse confirmed customer¿s issue. Fse replaced multiple parts which includes ise tubing, na electrode, k electrode, cl electrode and reference electrode. Fse ran three (3) back-to-back calibration with no issue and customer ran qc and verified patient results. In conclusion, the cause of the event is a hardware malfunction.